Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the compressor went into standby mode during patient ventilation. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the compressor switching between standby mode and running mode has been finalized. The reported unit was investigated at the hospital by our field service engineer. The on-site investigation revealed that the compressor standby valve had a small leakage. The issue was resolved by exchanging the standby valve. Our conclusion regarding the this reported event is that switching behavior was due to the leakage in the standby valve. If the compressor fails to deliver compressed air, the connected ventilator will switch to 100% oxygen supply and generate alarm for low air supply, and high oxygen concentration.

Event description:
(B)(4).